Event description:
Pt was in a wheel chair with the posey lapbelt. Pt slid down in the chair to a point where the lapbelt was across their neck. It was difficult to remove the lap belt and it was ultimately cut. Pt was unresponsive, resuscitated, intubated and hospitalized. They were extubated on day 1 of the hospitalization. Pt's respiratory status began to decline on the 3rd day. They were reintubated in the 2nd day. Family elected to terminally wean paint from ventilator andpt expired in 2 days later.